Manufacturer narrative:
Evaluation summary: the device history record (DHR) for the iabp involved in the event was reviewed. There were no non-conformances in the DHR related to the reported event. The company service rep evaluated the pump and replaced the monitor coiled cable connector, replaced the female monitor connector assembly. Corrosion was found on both, the male and female monitor connectors. Performed the functional and safety tests to meet factory specifications and returned the unit to the customer. The replaced parts are being requested to be returned to the manufacturing facility in (B)(4) for evaluation. A supplemental medwatch report will be submitted if additional info becomes available. (B)(4).

Event description:
The customer reported that during a routine check of the iabp, the power cycled on then off. No patient was involved.